Event description:
The unit was flashing red. There was no patient involved in this event.

Manufacturer narrative:
The pad-pak (lot# a3626 (B)(6) 2024) history record was reviewed, which showed the returned pad-pak as (B)(4) manufactured on the 19th december 2019, (B)(4) of which were ship to heartsine incorporated on the 23rd december 2019. All pad-paks were subject to battery voltage testing on the 19th december 2019, with 0 recorded fails. Visual inspection of the pad-pak revealed no apparent defects. Depleted pad-pak. Further investigation was inconclusive in discerning the reported fault. The reported fault could be attributed to any number of factors, such as the storage conditions of the device. However, these could not be established, therefore the root cause could not be determined. The pad-pak shall be scrapped and replaced.

Event description:
The unit was flashing red.there was no patient involved in this event.